Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 399 mg/dl and a correction bolus was to be used to address the bg level. . Tandem technical support had the customer perform a system check and the occlusion appeared to be within the tubing; however, the customer was to replace the cartridge with one from another box.